Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery life issue. The patient received several low battery alarms and moisture was noted underneath the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings: a review of the pump¿s history showed evidence of short battery life. The battery compartment and cap had no evidence of moisture corrosion; however the pump failed a leak test due to a display lens leak. The pump was exercised for 24 hours with no power loss. The pump case was opened and evidence of moisture corrosion was found on the internal components. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, all the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.